Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump started to alarm low battery "after two or three hours of use". They stated that this resulted in a delay in their feeding of twenty seven hours. They stated that they were did not want to supplement feeding via gravity because they were travelling. Mmdg did follow up with the initial reporter, who stated that the patient had experienced low blood sugar. They stated that the patient had been given hard candy and glucose, and was doing well afterwards. (B)(4).